Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with hysterectomy due to sui. It was reported that following insertion the patient experienced infection, urinary problems and recurrence. It was reported that patient underwent mesh revision on (B)(6) 2008 for recurrent sui, menometrorrhagia, symptomatic fibroids and removal of an incidental suture on bladder serosa. Patient also had a revision procedure on (B)(6) 2013 for sui, cystocele, ovarian cyst and pelvic pain. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient underwent a previous procedure on (B)(6) 2007 and obtryx was implanted. Additionally, on (B)(6) 2013, mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.